Manufacturer narrative:
Event date: event date is approximate. (B)(6).

Event description:
It was reported that there was difficulty removing the suture. The treatment area was in a ureter. A percuflex ureteral catheter stent was selected for use. There was difficulty removing the suture once the stent was deployed. No patient complications were reported.